Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04289 / 04290).

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent a hip revision procedure approximately two months post-implantation due to pain and dislocation. During the procedure, the femoral head and acetabular liner were removed and replaced.